Manufacturer narrative:
It was not indicated as to whether the device will be returned for analysis. A return request was sent to the field rep. Should this device be returned, an analysis will be conducted, and the report will be updated when the investigation is complete.

Event description:
It was reported the device was explanted due to a break in the insulation. Further information has been requested from the field rep regarding procedure and patient outcome, along with a product return request.